Manufacturer narrative:
During testing the device intermittently did not deliver a dose when the patient pendant was pressed. This was due to a broken wire internal to the patient pendant. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device intermittently did not deliver a dose when the patient pendant was pressed.